Manufacturer narrative:
UDI= (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstruction with uphold lite including apical vault suspension & cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant retropubic sling procedure. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient underwent a surgical procedure to trim the uphold mesh at the anterior vaginal wall, and the patient is recovering.